Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. A review of stored events showed noise on the rv and shock channels with inappropriate anti-tachycardia pacing (atp) delivered. Additionally, increased pacing threshold measurements, high pacing lead impedance measurements greater than 2,000 ohms, and low r-wave amplitudes were also observed. An x-ray showed that the lead was fractured due to a plate in the clavicle that was sawing against the lead. A surgical intervention was subsequently performed in which the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed on the returned lead. Visual inspection revealed trilumen insulation damage approximately 260-275 millimeters (mm) from the terminal pin, exposing the conductor. The damage was initiated by a localized compressive stress on the tubing surface. No conductor fracture was seen under x-ray examination. Due to the location and type of damage, it was likely caused by entrapment in the clavicle/first-rib region. The allegation was confirmed.

Manufacturer narrative:
(B)(4). The product has been returned and analysis is ongoing. Report will be updated once analysis is complete.